Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation") and coital bleeding ("excessive and abnormal bleeding after intercourse"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dyspareunia, menorrhagia and coital bleeding outcome was unknown. The reporter considered back pain, coital bleeding, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), the first episode of limb injury ("shoulder injury") and the second episode of limb injury ("shoulder injury") in an adult female patient who had essure (batch no. 626284) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in (B)(6) , shoulder injury, ankle fracture, leukorrhea, appendectomy, smoker, thromboembolic event and endometrial biopsy. Concurrent conditions included concussion, irregular menstrual cycle, joint injury (injury of knee, leg, ankle and foot.), nevus (nevus, non-neoplastic) since (B)(6) 2009, pain in joint (lower leg), pain in joint (shoulder region), neck sprain (neck sprain and strain, supraspinatus sprain and strain ((B)(6) 2012)), tibialis tendinitis, female genital organs x-ray (symptom associated with female genital organs), vulvovaginitis (vaginitis and vulvovaginitis), adhesive capsulitis of shoulder, spotting menstrual, general anesthesia, nausea, irregular periods and multiple allergies (allergies: nickel). Concomitant products included ethinylestradiol;norgestimate (trinessa) from (B)(6) 2008 to (B)(6) 2008 and levothyroxine since (B)(6) . In (B)(6) , the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pruritus ("rashes or skin conditions type: itching and burning"), rash ("rashes or skin conditions type: rashes") and burning sensation ("rashes or skin conditions type: burning"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2012, the patient experienced the first episode of limb injury (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced the second episode of limb injury (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("lower back pain") and coital bleeding ("excessive and abnormal bleeding after intercourse") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (shoulder surgery and total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis, pruritus, rash, fatigue, vaginal discharge and burning sensation had resolved and the last episode of limb injury, back pain, coital bleeding and uterine leiomyoma outcome was unknown. The reporter considered back pain, burning sensation, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pruritus, rash, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of limb injury and the second episode of limb injury to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) & (B)(6) 2008. Date leave began: (B)(6) 2015. Date leave ended: (B)(6) 2015. Reason: shoulder surgery. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: essure device removal ¿ total hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. (As per pfs). Findings and impression: (as per mr): the uterine cavity is well visualized. Neither tube filled with contrast as there are surgical coils in both tubes consistent with the sterilization procedure. There is no evidence for any contrast into the pelvis. Pathology test - on an unknown date: impression: no etiology identified to explain the patient¿s pain. Nonspecific heterogeneous appearing endometrium for which follow up is suggested. Findings: the uterus is anteverted measuring 2.3 x 6 x 3.8 cm, endometrium measures 6.5 mm demonstrating a nonspecific heterogeneous appearance. Probable essure coils are noted. Within the posterior uterine body intramural fibroid measures 1.9 x 1.9 x 2 cm. Within the anterior uterine body intramural fibroid measures 1.6, 1.5 x 1.5 cm. The right ovary measures 2.6 x 1.8 x 1.4 cm, the left ovary measures 2.4 x 2.2 x 1.9 cm. Pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs and mr received : lot number was added. Events : abnormal bleeding (vaginal), dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) , rashes or skin conditions type: rashes, fatigue, vaginal discharge, other injury(ies) or complication (s) please describe: fibroids, shoulder injury added. Outcome of the event pain, dysmenorrhea, infections, dyspareunia, abnormal bleeding, fatigue, vaginal discharge were updated. Medical history and concomitant condition was added. Lab data was added. Reporters and reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding') and multiple episodes of limb injury ('shoulder injury') in an adult female patient who had essure (batch no. 626284) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2003, ankle fracture, leukorrhea, appendectomy, smoker, thromboembolic event and endometrial biopsy. Concurrent conditions included nevus (nevus, non-neoplastic) since (B)(6) 2009, concussion, irregular menstrual cycle, joint injury (injury of knee, leg, ankle and foot.), pain in joint (lower leg), pain in joint (shoulder region), neck sprain (neck sprain and strain, supraspinatus sprain and strain ((B)(6) 2012)), tibialis tendinitis, female genital organs x-ray (symptom associated with female genital organs), vulvovaginitis (vaginitis and vulvovaginitis), adhesive capsulitis of shoulder, spotting menstrual, general anesthesia, nausea, irregular periods and multiple allergies (allergies: nickel). Concomitant products included ethinylestradiol;norgestimate (trinessa) from (B)(6) 2008 to (B)(6) 2008 and levothyroxine since 2004. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pruritus ("rashes or skin conditions type: itching and burning"), rash ("rashes or skin conditions type: rashes") and skin burning sensation ("rashes or skin conditions type: burning"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2012, the patient experienced the first episode of limb injury (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced the second episode of limb injury (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain") and coital bleeding ("excessive and abnormal bleeding after intercourse") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (shoulder surgery, shoulder surgery and total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis, pruritus, rash, fatigue, vaginal discharge and skin burning sensation had resolved and the last episode of limb injury, genital haemorrhage, back pain, coital bleeding and uterine leiomyoma outcome was unknown. The reporter considered back pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pruritus, rash, skin burning sensation, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of limb injury and the second episode of limb injury to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2007 & (B)(6) 2008. Date leave began: (B)(6) 2015, date leave ended: (B)(6) 2015, reason: shoulder surgery, date leave began: (B)(6) 2017, and date leave ended: (B)(6) 2017. Reason: essure device removal ¿ total hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. (As per pfs). Findings and impression: (as per mr) the uterine cavity is well visualized. Neither tube filled with contrast as there are surgical coils in both tubes consistent with the sterilization procedure. There is no evidence for any contrast into the pelvis. Pathology test - on an unknown date: impression: no etiology identified to explain the patient¿s pain. Nonspecific heterogeneous appearing endometrium for which follow up is suggested. Findings: the uterus is anteverted measuring 2.3 x 6 x 3.8 cm, endometrium measures 6.5 mm demonstrating a nonspecific heterogeneous appearance. Probable essure coils are noted. Within the posterior uterine body intramural fibroid measures 1.9 x 1.9 x 2 cm. Within the anterior uterine body intramural fibroid measures 1.6, 1.5 x 1.5 cm. The right ovary measures 2.6 x 1.8 x 1.4 cm, the left ovary measures 2.4 x 2.2 x 1.9 cm. Pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 23-apr-2021: reporters information were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), the first episode of limb injury ("shoulder injury"), the second episode of limb injury ("shoulder injury") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 626284) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2003, ankle fracture, leukorrhea, appendectomy, smoker, thromboembolic event and endometrial biopsy. Concurrent conditions included concussion, irregular menstrual cycle, joint injury (injury of knee, leg, ankle and foot.), nevus (nevus, non-neoplastic) since (B)(6) 2009, pain in joint (lower leg), pain in joint (shoulder region), neck sprain (neck sprain and strain, supraspinatus sprain and strain (B)(6) 2012)), tibialis tendinitis, female genital organs x-ray (symptom associated with female genital organs), vulvovaginitis (vaginitis and vulvovaginitis), adhesive capsulitis of shoulder, spotting menstrual, general anesthesia, nausea, irregular periods and multiple allergies (allergies: nickel). Concomitant products included ethinylestradiol;norgestimate (trinessa) from january 2008 to july 2008 and levothyroxine since 2004. In 2007, the patient had essure inserted. In may 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In september 2008, the patient experienced pruritus ("rashes or skin conditions type: itching and burning"), rash ("rashes or skin conditions type: rashes") and skin burning sensation ("rashes or skin conditions type: burning"). In december 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In july 2012, the patient experienced the first episode of limb injury (seriousness criterion medically significant). In june 2015, the patient experienced the second episode of limb injury (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain") and coital bleeding ("excessive and abnormal bleeding after intercourse") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (shoulder surgery, shoulder surgery and total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, cystitis, pruritus, rash, fatigue, vaginal discharge and skin burning sensation had resolved and the last episode of limb injury, genital haemorrhage, back pain, coital bleeding and uterine leiomyoma outcome was unknown. The reporter considered back pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, skin burning sensation, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of limb injury and the second episode of limb injury to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2007 & 21-apr-2008 date leave began: jun2015 date leave ended: aug2015 reason: shoulder surgery date leave began: 31may2017 date leave ended: jul2017 reason: essure device removal ¿ total hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. (As per pfs) findings and impression: (as per mr) the uterine cavity is well visualized. Neither tube filled with contrast as there are surgical coils in both tubes consistent with the sterilization procedure. There is no evidence for any contrast into the pelvis.. Pathology test - on an unknown date: impression: 1. No etiology identified to explain the patient¿s pain. 2. Nonspecific heterogeneous appearing endometrium for which follow up is suggested. Findings: the uterus is anteverted measuring 2.3 x 6 x 3.8 cm, endometrium measures 6.5 mm demonstrating a nonspecific heterogeneous appearance. Probable essure coils are noted. Within the posterior uterine body intramural fibroid measures 1.9 x 1.9 x 2 cm. Within the anterior uterine body intramural fibroid measures 1.6, 1.5 x 1.5 cm. The right ovary measures 2.6 x 1.8 x 1.4 cm, the left ovary measures 2.4 x 2.2 x 1.9 cm. Pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event genital bleeding was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.